Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The system was scheduled for extraction. There were no additional adverse patient effects reported. This rv lead remains in service.

Manufacturer narrative:
This supplemental report was created to update b5, d6b: explant date and h6: impact codes: device explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The system was scheduled for extraction. There were no additional adverse patient effects reported. This rv lead remains in service. Additional information indicated that this rv lead was explanted due to infection. The physician plan to treat the patient with antibiotics and re-evaluate if another system implant is necessary.